Manufacturer narrative:
The pump was successfully exchanged and the patient continues on lvad support. The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was brought in 2 weeks previous for a ramp study for potential evaluation for explant. The patient's international normalised ratio (inr) at the time was 2.2 and 3,000u and heparin was given. The patient's speed was turned down to 6000 rpm's for short period of time and then returned to the set speed. Right heart catheterization (rhc) done as well as oxygen debt (vo2) but the outcomes did not look good for explant. The patient was sent home, but returned to hospital with blood in her urine and increased lactate dehydrogenase (ldh) level to 1200 rpm's. She had slight increase of ldh over a long period of time and there was some question of ingested thrombus that moved through the pump a few months ago as well as low flow and red heart alarm earlier in the year when she had a percutaneous lead fracture. The patient underwent a pump exchange on (B)(6) 2014.